Event description:
It was reported the ems was used during an unk procedure. It was reported the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Based upon inquiry info rec'd and visual examination, it was concluded that the reported event occurred due to a staple jammed in the nose which would not allow the following staples to feed properly. No conclusion could be reached as to how the staple had become jammed.